Manufacturer narrative:
UDI: unknown part number. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
As reported by the ous affiliate, an icp express showed unreliable values. There were no reports of delay or patient harm. Event did not occur during a procedure.